Manufacturer narrative:
Although requested, the affected concomitant product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse had placed a new tubing primed with milrinone into an lvp and when she released the roller clamp noted a flow of medication prior to initiating the start button. The nurse immediately re-engaged the roller clamp and no medication reached the patient. A new tubing was loaded into the same channel and the infusion completed without incident; there was no patient harm. Although requested additional information has not been provided.